Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with a mentor smooth round moderate plus profile 475cc saline prosthesis experienced right sided deflation and bilateral ptosis post procedure. The prosthesis had started getting smaller. The patient visited the physician¿s office and received a medical diagnosis for the deflation. Explant with bilateral replacement with mentor smooth round moderate plus profile 350cc saline prostheses was performed on (B)(6) 2020. The right sided deflation was reported initially under 1645337-2020-07188 on (B)(6) 2020. On july 1, 2020 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.